Event description:
The report received from the clinical study registry indicated that a patient had an anterior wall non-q wave myocardial infarction during a percutaneous coronary intervention. Femoral access was chosen for the procedure and the patient received heparin and iib/iiia inhibitor infusion during the procedure. Target vessel was the left anterior descending coronary artery and the first diagonal bifurcation. The main branch was visually appraised as 3.0 x 55 long, de novo, eccentric, moderate to heavy calcification, greater than 90-degree angulation and a 95% stenosis. The side branch was described as 2.5 x 5mm long, de novo, moderate to heavy calcification, greater than 90-degree angulation and 95% stenosis. A 3.0 x 23mm cypher stent was implanted in the main branch at 13 atms. The vessel was pre-dilated at 6 atms with a 3.0 x 20mm unknown balloon. Post dilatation was not conducted; kissing balloon was conducted at 10 atms with an unknown 3.0 x 20mm balloon for residual stenosis of zero and a timi flow of 3 after the procedure. For the side branch, a 2.25 x 23mm cypher stent was deployed at 13 atms. Predilatation was conducted with a 2.5 x 20mm unknown balloon at 10 atms and post dilatation was conducted with a 2.5 x 20mm unknown balloon at 15 atms. Kissing balloon was also conducted at 15 atms with a 2.5 x 20mm unknown balloon for a residual stenosis of 40% and a timi flow of 3. A transient vessel occlusion occurred and it was treated by implantation of another 2.75 x 18mm cypher stent. Additionally, an anterior wall non q-wave myocardial infarction occurred during the procedure.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved in the same patient reported under manufacturing numbers 9616099-2008-00757, 9616099-2008-00758 and 9616099-2008-00759. Additional information will be submitted within thirty days upon receipt.